Event description:
The customer returned the bronchovideoscope to olympus. Upon evaluation of the returned device, it was found that the coating of the connecting tube was peeled off (one millimeter square or more). This report is being submitted to capture the reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
There were few additional findings during device evaluation. Due to a pinhole on bending section cover and deformation of electrical connector, water tightness was lost. Distal end was shaved. The bending section cover, connecting tube, image guide protector, control unit and switch button 4 had a scratch. Due to wear of angle wire, bending angle in up/down direction does not meet the standard value. Grip had a dent. The universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied causing the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 "inspection of the endoscope." 5. "Inspect the external surface of the entire insertion tube including the bending section and the distal end of dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.